Event description:
When rn was inserting a dobhoff and when she went to loosen the guidewire before insertion the blue cap came off and wire punctured her. Faulty guidewire. FDA safety report ID# (B)(4).